Event description:
Caller reported a minimum fill notification while attempting to load a new cartridge into the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap with an alcohol wipe, resulting in successfully loading the cartridge and resuming insulin delivery.